Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device dislocation ("an essure piece in the uterus.") And device breakage ("essure piece") in a 45 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of menorrhagia and obesity. On (B)(6) 2021,, she experienced device dislocation (seriousness criteria medically important and intervention required). Essure was removed the same day. On an unknown date, the patient had essure inserted. On an unknown date she experienced device breakage (seriousness criterion medically important). The patient was treated with surgery (robotic supracervical hysterectomy, bilateral salpingectomy.). At the time of the report, the outcomes for these events were unknown. The reporter considered device breakage and device dislocation to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 40.009 kg/sqm. [Pathology test] on (B)(6) -021: surgical pathology final report clinical information menorrhagia diagnosis: 1. Uterus and bilateral fallopian tubes, supracervical hysterectomy and bilateral salpingectomy: - uterine corpus with adenomyosis and proliferative endometrium. - bilateral fallopian tubes with paratubal cys specimen source 1 uterus, bilateral fallopian tubes gross description:the fallopian tubes are detached and undesignated. The fallopian tubes measure 4.0 x 0.3 and 4.5 x 0.3 cm in length and average diameter. The attached fimbria are lush, the serosa smooth and glistening, and the cut section shows a collapsed patent lumen. The larger fallopian tube has several attached paratubal cysts measuring up to 0.3 cm in diameter quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device expulsion ("an essure piece in the uterus") and device breakage ("an essure piece in the uterus") in a 45 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of menorrhagia and obesity. On an unknown date, the patient had essure inserted. On (B)(6) 2021, she was diagnosed with device expulsion (seriousness criterion intervention required) and device breakage (seriousness criterion intervention required). The patient was treated with surgery (robotic supracervical hysterectomy, bilateral salpingectomy.). Essure was removed the same day. The reporter considered device breakage and device expulsion to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 40.009 kg/sqm. [Pathology test] on (B)(6) 2021: surgical pathology final report. Clinical information: menorrhagia. Diagnosis: 1. Uterus and bilateral fallopian tubes, supracervical hysterectomy and bilateral salpingectomy: - uterine corpus with adenomyosis and proliferative endometrium. - bilateral fallopian tubes with paratubal cys. Specimen source. 1 uterus, bilateral fallopian tubes. Gross description: the fallopian tubes are detached and undesignated. The fallopian tubes measure 4.0 x 0.3 and 4.5 x 0.3 cm in length and average diameter. The attached fimbria are lush, the serosa smooth and glistening, and the cut section shows a collapsed patent lumen. The larger fallopian tube has several attached paratubal cysts measuring up to 0.3 cm in diameter. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 26-dec-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.